Event description:
The manufacturer received information alleging shw red residue in tank when cleaning the device, cough particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Corrected section h.6, health effect - clinical code from 4581 to 4457.